Event description:
In 2004 mentor breast implants, 250cc; 2015-right implant deflated (too expensive to replace). (B)(6) 2018 - felt lump in right breast. Had mammogram and ultrasound. Lump was biopsied. Diagnosis: invasive ductal carcinoma, ER/pr neg., her2 positive, knottingham 3 of 3. On (B)(6) 2018: lumpectomy, after margins, a baseball-sized tumor was removed. Began cancer treatments and research. On (B)(6) 2018: had explant of left breast implant. Continuing cancer treatments. Dates of use: 12 years.